Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing which included bench handling and multiple defib functional testing without duplicating any device malfunction. The battery lugs were proactively replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type. The logs were cleared, prior to receiving the device for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.